Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Extrusion: unable to observe, since it is a medical event. And is not related to the device. Infection: unable to observe, since it is a medical event. And is not related to the device. No additional observations: no further actions are required, as no issues with the manufacturing process are observed.

Event description:
Patient reported, left side extrusion, infection. And capsular contracture, baker grade ii implant exchange. Patient later reported, baker grade iii. Healthcare professional, later reported, extrusion. Coming out the bottom and exchange. Device has been explanted.

Manufacturer narrative:
The events of extrusion, infection and capsular contracture are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: extrusion, infection, capsular contracture, baker grade iii.

Event description:
Patient reported, left side extrusion, infection. And capsular contracture, baker grade ii implant exchange. Patient later reported, baker grade iii. Healthcare professional, later reported, extrusion coming out the bottom and exchange. Device has been explanted.